Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102: charge profile fault, service code 107: multiple abnormal shutdowns) was confirmed. Service code 107 was confirmed in the download data and service code 102 was displayed during the evaluation when the monitor was powered up. The cause for the service code 102 was a broken solder connection at the c19 negative lug on the defib board. A review of the patient's download data indicates that the monitor reset during the detection sequence, possibly after delivering a pulse. There is no evidence in the patient's download data that a pulse was delivered. During the evaluation, the monitor reset during incoming detect and treat testing at the pulse firing stage. The root cause for the broken solder connection cannot be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed service code 102 (charge profile fault) and service code 107 (multiple abnormal shutdowns).